Event description:
Consumer reports bd logic is reading much lower than other meter. Analysis run on clark error grid using competitive readings (232) as ref point vs bd readings 61 yielded data points in the e range of the grid, outside acceptable limits.